Event description:
The pt has two leads implanted with the same lot number. It was reported, the pt was no longer receiving effective stimulation due to her lead had migrated. The pt underwent revision surgery where the physician repositioned her lead and added an anchor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.